Manufacturer narrative:
H6- device evaluation: lens was returned dry with residue/debris on product, in microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -10.00 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2023the lens was exchanged for a toric lens due to refractive surprise. The exchange resolved the problem. Cause of event was unknown.